Event description:
It was reported that the right atrial lead had low impedance and was undersensing atrial fibrillation. The right ventricular lead had high impedances and had been increasing over the past five years. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068 implantable pacing lead: (B)(6) 1999. (B)(4).